Event description:
Ccht noted that there were a lot of air in the line. Stopped treatment to recirculate lines to remove the air bubbles. Resumed treatment after removing the air but noticed that there was a lot of blood leaking around the arterial needle site when she restarted treatment and was unable to control the bleeding.